Event description:
It was reported that the patient's vns now "wasn't working". The patient recently had her vns generator replaced on (B)(6) 2012. Additional information was later received indicating the vns was indicating high impedance. Follow-up with the physician's office found the patient was "doing well" on (B)(6) 2012, but an "impedance problem" was later noted on (B)(6) 2012. Diagnostics were noted as within normal limits at the time of the surgery. X-rays were taken that reportedly did not show any issues. The x-rays will not be forwarded to the manufacturer for review. Attempts for additional information are in progress. Surgery to correct the high impedance is likely. No adverse events have been reported.

Event description:
Analysis of the explanted lead has been completed. A fracture in the positive coil approximately 5.3cm from the connector bifurcation was observed. Pitting was present at the site of the break. Abraded openings were observed in the inner and outer tubing that allowed for the entry of body fluids.

Event description:
Additional information was received indicating surgery to replace the patient's vns lead and generator has occurred. An implant card was received indicating the reason for replacement was "lead discontinuity". The explanted lead and generator have been returned for analysis. Analysis of the generator has been completed however the lead is still undergoing analysis. The generator performed to specifications and no anomalies were found.